Event description:
Initial reporter indicated that their pt's generator total on time had rolled over. Their handheld computer containing (B) (4) programming software showed a magnet activation display error. The pt is able to get their magnet activations when this occurs. Manufacture is pending programming history from the site for review.